Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high and low blood glucose. It was reported that customer went to the emergency room in (B)(6) due to an extreme low blood glucose. It was reported that battery longevity was short and insulin pump experienced no delivery alarms when primin and made a grinding noise during rewind. Caller declined transfer to helpline.